Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported via a hotline call from the rt in the cath lab to the clinical support specialist (css), assistance to troubleshoot a helium (he) loss alarm. The alarm has occurred approximately 8-10 times since insertion. There is no blood noted in the helium drive line. Insertion was without difficulty with a normal angle of insertion and minimal adipose tissue at the insertion site. Heart rate 110. The balloon pressure waveform (bpw) appears normal with no widening or sloping noted. Patient (pt.) Currently in autopilot and 1: code stemi in progress. Per the css, the rt stated that she is currently unable to send strips. The css instructed the rt to put the pump in 1:2 and in less than 2 minutes, the alarm reoccurred. The css then walked the rt through performing a leak test by clamping the gas line above the "quick connect" closest to the pt. After just over 2-3 minutes, no leak was noted (only high pressure no drop in baseline or leak). The css explained to the rt that this test shows that the catheter failed and removal and replacement is recommended. The css explained the test at length which the rt then relayed to the md. At 2111, the css called the cath lab back and was told that they removed the catheter and replaced it. There are no alarms with the second catheter. The css assessed the bpw plateau pressure to assure appropriate occlusively and confirmed this to be appropriate compared to the aug. The css explained that due to the potential leak in the previous catheter and the possibility of plaque being the cause, the bpw should be monitored to make sure the intra-aortic balloon (iab) is not over occlusive which would increase the risk of rupture or abrasion in the second catheter. There was no reported patient death or injury. Medical/surgical intervention was not required. The insertion site of the iab was the femoral artery. Iabp therapy was interrupted/delayed for the time it took to prep and insert the second iab-06830-u. There were no reported patient complications. The patient outcome is "patient currently on pump." Additional information received on (B)(4) 2011, from the css stated that the cath lab called back and reported that the pump is now pumping well and achieving the goals of therapy with no alarms noted.